Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had three capsules that failed to attach on the same patient. Two capsules failed to attach and the third capsule fell in the stomach and retrieved. There was no user harm.